Event description:
During treatment of a lesion in the lad, a type ii perforation occurred in the 2nd diagonal caused by the wire. Balloon dilation was performed to stop the bleeding. Subsequently, the pk papyrus covered stent was selected for treatment but after difficulties in advancing, the device was removed and a 6f guide extension was inserted. The 2nd attempt of implantation was successful, and the perforation was sealed. During treatment of the perforation, a dissection was detected which was most likely caused by the guide extension.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the production documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as non-device-related but procedure-related complication. It should be noted that the IFU clearly states, not to re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.